Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief and missing, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ecgs c and d were pulled from the strain relief. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
7/9/2019:resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode for an unrelated reason, and the belt failed incoming functionality testing.